Event description:
Device malfunction: suture retrieval issue (device #1). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device, attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, fibrous tissue was present in the vessel, resulting in resistance being felt during deployment of the needles. When the plunger was withdrawn, there was no suture present. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete. Device #2 - proglide (part# 12673-0; lot# 51054-6h), is being filed under a separate medwatch report.